Event description:
Customer was hospitalized and admitted to the ICU due to occlusion issues while using the pump. The customers blood glucose levels reached 763 mg/dl during the incident. Customer experienced two cardiac events as a result of elevated bg level. Treatment included saline, insulin drip, and basal bolus regimen which resolved the bg level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.